Event description:
2008, pt underwent bilateral breast augmentation, approx. 6 months ago. She now desires to be smaller and lifted. Four months later, pt underwent bilateral capsulectomies and implant removal. Saline implants removed intact. Pt augmented with 200cc nacl implants. Mentor and bilateral mastopexy.